Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The patient via manufacturing representative reported that the patient had their revision surgery to have the implantable neurostimulator (ins) battery flipped back over on (B)(6) 2016. However, the patient is still having trouble recharging their device. They are unable to get any coupling bars, but can get 2 bars sometimes when they lie down. The patient noted that the battery is discharged, and not easily felt under the skin. They noted that the ins appears to be too deep. The patient was to follow-up with their healthcare provider for the further options.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported having extreme difficulties recharging post-surgery. The consumer was initially seen and it was determined that the site was swollen. The consumer had another follow-up due to continued difficulties and the implanting surgeon determined the battery was flipped via x-ray. A revision to flip the battery over would be scheduled after the consumer returned from vacation. The issue was not resolved at the time of the report. No symptoms were reported. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.